Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received a voluntary medwatch (mw5103765) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a respiratory infection. The patient was prescribed antibiotics in response to the reported event. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Evidence of water ingress on the blower and blower box. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer can confirm the presence of contamination in the airpath and are consistent with being from an external source. Section h6 type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
Additional information was received on september 25, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging develop a respiratory infection related to a CPAP device's sound abatement foam. Additional information was received about the alleged of asthma ( new or worsening), lung disease. Section e1 was updated in this report. Section h6 health effects - clinical codes was updated in the report.

Event description:
The manufacturer received a voluntary medwatch (mw5103765) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a respiratory infection. The patient was prescribed antibiotics in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.